Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patients ipg was at its end of service. It was noted also that patient experienced pocket pain that feels like burning sensation at the pocket site. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was at its end of service. It was noted also that patient experienced pocket pain that feels like burning sensation at the pocket site. The patient underwent an ipg replacement procedure and was doing well post operatively.